Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. Prior to inserting the device into the patient, the device was checked to make sure it was in working order and the blade would not spin. The device was tried with two different generators with the same result. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual blade of the device involved in this event was returned for evaluation. The main housing was not returned. The device was visually and functionally evaluated. Upon evaluation, the returned blade operated as intended.